Manufacturer narrative:
Measure: this issue only impacts this device.

Event description:
On (B)(6) 2022, dr (B)(6) sent (B)(6) a text message reporting that "I just had a rhexis with a tag from the lensarand it ran. I had to do anterior vit. And use a 3-piece iol in the sulcus. The patient has to go to retina. I think I will be done doing rhexis/fragwith the lensar for now. Can you review it?".